Event description:
It was reported that the ilet user experienced a hypoglycemic episode and self-treated with oral glucose and food, after which they overcorrected and progressed to marked hyperglycemia; no device component issue was identified, and the event was attributed to user management. Symptoms included hypoglycemia followed by hyperglycemia ranging from 39 mg/dl to 401 mg/dl, drowsiness, tongue swelling sensation, slurred speech, and increased heart rate during the low. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by third parties. Investigation of this case revealed no device problem, and a usage problem was identified consistent with overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.